Event description:
It was reported that guidewire detachment and unretrieved device fragment occurred. The patient presented with oral cavity cancer and underwent thoracic duct embolization for lymphorrhea due to radiotherapy for oral cavity cancer. The target lesion was located in the thoracic duct near l4. A 300cm, 8cm v-18 control wire was used in the patient. The v-18 control wire detached and remained inside the patient. The broken guidewire was about 1.2 cm (about 4 to 6 mm when measured on computerized tomography (CT) scan). Per physician the detached guidewire was close to the aorta, and from the positional relationship with other blood vessels the detached component looks solid fit into the vessel. The doctor considered it to be risky to remove the detached guidewire. The procedure was completed by injecting lipiodol as planned. No further patient complications reported.